Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited erratic and high/undefined pacing impedance. Troubleshooting was performed without resolution and the lead remains in use. No patient complications have been reported as a result of this event.